Event description:
It was reported that the customer's pump experienced cartridge errors. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting, and no further information was provided.